Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin kept squirting out. The patient's blood glucose at the time of incident was 267 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to compromised force sensor system alarm. The insulin pump passed the displacement test. The insulin pump was received with normal operating currents and passed self-test and off no power test. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.